Event description:
Consumer called stating that he got readings of 80, 350, 98, 214, 353 and he stated that he felt low and the paramedics came and tested his blood and got a result of 29.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.